Event description:
On (B)(6), 2010, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that the pt¿s proximal neck length from the left common carotid artery to the end of the aneurysm was 12-13mm. Due to the neck length, the physician performed a debranching surgery from the right axillary to the left axillary to the left common carotid artery prior to the tag procedure. The tag device was then implanted intentionally covering the left subclavian artery and partially covering the left common carotid. The final angiogram revealed a slight type ii endoleak from the left subclavian artery. The physician decided to take a wait and watch approach. On (B)(6), 2011, the pt¿s left subclavian artery was coil embolized to treat the type ii endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak.